Manufacturer narrative:
(B)(4). A visual, dimensional, or functional inspection of the product involved in the complaint could not be conducted since the product was not returned. P/n 528236 is not being manufactured currently, however, another part number from the same family was use for the verification of failure mode reported in the current manufacturing process and was conducted as follows: 13 staplers were taken from the current production from p/n 528335 deroyal surgimate 35r 24/ case lot# 73m2200360 the staplers were functionally inspected and issue reported misfire/jamming - other was not observed in the current manufacturing process, the staples were loaded and released correctly. The device history review for the product visistat 35w non-sterile lot# 73h2100464 investigation did not show issues related to the complaint. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time since the sample is not available it is not possible to determine the source of the defect reported. The customer complaint cannot be confirmed due the product sample is not available to perform a proper investigation and determine the root cause. If the alleged defect samples become available at a later date, this complaint will be updated accordingly.

Event description:
It was reported that the charger of the stapler is blocked. The issue occurred at the start of the procedure; it was not pretested. Recurring problem. No injury was reported.

Manufacturer narrative:
Qn#(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the charger of the stapler is blocked. The issue occurred at the start of the procedure; it was not pretested. Recurring problem. No injury was reported.